Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2009, the patient underwent an endovascular procedure using a gore® tag® thoracic endoprostheses ((B)(4)) to repair a descending thoracic aortic aneurysm with the diameter of 60 mm. During the procedure a surgical graft was anastomosed to the abdominal aorta via retroperitoneal access. The devices were advanced through the graft. The manufacturer of the surgical graft is unknown. The final angiography showed a type ii endoleak of unknown origin and the physician elected to monitor the patient. The patient tolerated the procedure. On or about (B)(6) 2009, (B)(6) of the surgical graft and urinary tract was identified. The devices were not infected. The patient did not have any pre-existing infections at the time of device implant. The physician believes the retroperitoneal surgery to create the conduit might have caused a urinary tract infection, which was followed by surgical graft infection. On (B)(6) 2009, one month follow-up examination showed that the type ii endoleak persisted and that the diameter of the aneurysm was 53 mm. The patient showed signs of sepsis. The physician elected to monitor the patient. On (B)(6) 2010, the patient expired due to sepsis and subsequent multi organ failure. No autopsy was performed.